Event description:
I used the mendmeshop ultrasound machine and I received a burn to my ankle. My physical therapist said it was too strong for my condition and it caused a burn on my skin. The mendmeshop people said I just used it wrong. Route: unk. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: ankle bursitis. Event abated after use stopped or dose reduced?: yes.